Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 692 mg/dl. Customer reported that she had coffee and shredded wheat for breakfast, delivered 3.5 units of insulin and started vomiting. Customer also reported site infection. The customer experienced symptoms such nausea, vomiting, fruity smelling breath, pounding heart beat, dry skin. The customer was treated with manual injection. Customer's blood glucose reading went down to 226 mg/dl after given a 4.0 unit of manual injection then reading of 141 mg/dl after another 4.0 units of insulin was administered. Troubleshooting was performed on high blood glucose. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The insulin pump did not pass the high pressure test. The customer was wearing the insulin pump during the hospitalization. Customer stated that tests were done while in the hospital and could not find anything including infections. Customer was taken off the insulin pump. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Rewind functioned properly and no excessive no delivery alarms noted during testing. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.